Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaws would not open. It is unknown if it was on tissue. The procedure was completed with a same like device. No patient impact reported.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition with no visible issues with the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with opening and closing of the jaw during any functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.